Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the transmitter was not flashing when connected to the sensor. The sensor was removed from the customer's body and half of the electrode could not be found. It was stated that this occurred twice. Blood glucose value is unknown. The sensor would be replaced and returned for analysis.